Event description:
On 2015-dec-09 additional information was received from a clinical study and healthcare provider indicating that the pump was re-sutured on (B)(6) 2015.

Manufacturer narrative:
Analysis of the catheter revealed the catheter body had significant twisting that may have affected infusion.

Event description:
Additional information was received from an hcp via a clinical study. The etiology was reported as related to the device or therapy; not related to the implant procedure; and also related to the incisional site/device tract: pump pocket; the device was specified as the lumbar/pump portion of the catheter. The pump settings were examined on (B)(6) 2015, and the last change had been on (B)(6) 2015. The drugs being delivered by the pump were dilaudid (4.0 mg/ml, 0.7498 mg/day), bupivacaine (30.0 mg/ml, 5.623 mg/day), and clonidine (500 mcg/ml, 93.72 mcg/day). The daily dose was increased 20% on (B)(6) 2015; dilaudid (4.0 mg/ml, 0.9012 mg/day), bupivacaine (30.0 mg/ml, 6.759 mg/day), and clonidine (500 mcg/ml, 112.65 mcg/day). The pump settings were again examined on (B)(6) 2015, and there was a 22% decrease in the daily dose; dilaudid (4.0 mg/ml, 0.6994 mg/day), bupivacaine (30.0 mg/ml, 5.246 mg/day), and clonidine (500 mcg/ml, 87.43 mcg/day).

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Patient history included non-malignant pain and lumbar radiculopathy. During a scheduled pump refill, the patient reported discomfort at the pump site and it was noted that the pump was flipping. Examination was performed on (B)(6) 2015 which revealed the pump was inverted. A pump revision was scheduled for (B)(6) 2015. During the pump revision, a catheter kink was noted in the pump portion of the catheter. It was further stated that the pump segment was coiled. The catheter was spliced. Outcome was reported as resolved without sequelae as of (B)(6) 2015.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The cause of the coiled pump segment was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.